Event description:
Related manufacturer report number: 2017865-2023-39083. During a remote follow up, episodes of post paced t wave oversensing were observed on the device. Technical support was contacted and also noted noise resulting in oversensing and inappropriate mode switching on the right atrial (ra) lead. Technical support recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.